Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date (B)(4) for the reported event of stent partially deployed. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary covered stent was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the physician deployed the stent partially. The physician attempted to reconstrain the stent; however, the stent was unable to be reconstrained completely. The partially deployed stent was removed from the patient. The procedure was completed with another wallflex biliary covered stent of a different size. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.